Event description:
The initial reporter stated that the pump was not pumping. They stated that "formula was not going through tubing". Mmdg did make multiple attempts to follow up with the initial reporter, who stated that the complaint occurred during testing. They didn't provide any further information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg the pcb board had failed due to fluid ingress. The pump could not be tested because of this. The pump was serviced to correct the issue.